Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A patient specific implant form was received for patient's left total knee. Examination note from (B)(6) 2018 note "previous left total knee replacement, now painful, demonstrates evidence of loosening [of the prosthesis]. Revision of previous mets has not yet been performed but revision device is requested by (B)(6) 2018.

Manufacturer narrative:
An event regarding alleged loosening involving a mets smiles tkr was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was a mets smiles tkr which was inserted on (B)(6) 2012. The CT scan shows aseptic loosening of the implant with massive osteolysis between the cement mantle and the bone. Together with bone remodelling around the femoral and tibial stems. This confirms the reason for the revision. Product history review: review of the product history records indicate 15 devices were manufactured and accepted into final stock on 30 may 2012 with no reported discrepancies. Complaint history review: lot ID: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A patient specific implant form was received for patient's left total knee. Examination note from (B)(6) 2018 note "previous left total knee replacement, now painful, demonstrates evidence of loosening [of the prosthesis]. Revision of previous mets has not yet been performed but revision device is requested by (B)(6) 2018.